Event description:
It was reported that a significant increase in threshold level on the right ventricular (rv) lead was observed since the previous device check. The device was reprogrammed and the lead remains in use. The patient was to be seen again in a month and the threshold would be checked again at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).